Event description:
It was reported the statlock does not close on three different devices. Customer confirmed there was no patient harm. This report addresses all three devices. 04/29/2026 it was found during an evaluation any slight movement of the retainer would cause the latch to release from the catch on its own.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a latch that would not stay closed was confirmed and determined to be supplier related. The product returned for evaluation was one 12-14fr universal plus statlock. A gross visual inspection of the returned device found that blood residues were present throughout the device, indicating that the device had been used. The unit was functionally tested by attempting to close the latch. The latch was able to be closed. However, any slight movement of the retainer would cause the latch to release from the catch on its own. Microscopic inspection at the interface between the latch tabs and the catch found that the latch tabs would not fully advance into the catch when the latch was in the closed position. The latch tabs were measured and found to be within specification per dwg241585 rev. 0. The distance from the silicone bump pad to the edge of the retainer was measured and found to be too large per dwg241585 rev. 0. A larger distance in this area would cause the door of the retainer to sit further away from the catch when closed, preventing the latch tabs from fully advancing into the catch. The features observed indicated that the retainer was incorrectly molded during product manufacture. No samples were provided for evaluation for the remaining two devices, as such the complaint remains inconclusive. This complaint will be recorded for future trending and monitoring purposes.